Manufacturer narrative:
The investigation into the reported issue with the plasmaflow device is ongoing. At this time, the device has not been returned despite a request for its return. An initial interview with the patient's husband provided limited information, and a follow-up interview is planned within the next 60 days, ideally after the patient's release. Additionally, a production record analysis is pending from the contract manufacturer to assess potential manufacturing-related factors. Further updates will be provided as more information becomes available.

Event description:
A complaint was received regarding a manamed plasmaflow device. The complainant reported that the device malfunctioned, with one side ceasing to function. The patient, who had undergone surgery on (B)(6) 2024, subsequently developed a blood clot approximately one week before the complaint was made on (B)(6) 2025. A replacement device was provided on (B)(6) 2025.